Event description:
It was reported that the patient experienced two implants of an artificial urinary sphincter. The patient had the first device implanted was revised four months after. The device had failed again after less than a year and the patient had a second revision. The patient is requesting a revision again but will not be able to have it within the one year warranty date due to scheduling constraints. A patient status was not reported.

Event description:
It was reported that the patient experienced two implants of an artificial urinary sphincter. The patient had the first device implanted was revised four months after. The device had failed again after less than a year and the patient had a second revision. The patient is requesting a revision again but will not be able to have it within the one year warranty date due to scheduling constraints. A patient status was not reported.

Manufacturer narrative:
Additional information received that revision surgery occurred. A new device was placed in the patient on (B)(6) 2019.